Manufacturer narrative:
Device evaluated by MFR.: the visual inspection was performed and the device presents a bend at 181 cm and at 182.2 cm from the proximal end, and ptfe peeling around the body. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during unpacking for a percutaneous coronary intervention a guidewire was kinked. The 185cm pt2 light support j-tip guide wire was unpacked, and it was noted that there was a kink in the flexible distal end of the device. No patient complications were reported and the patient's status is stable. However, device analysis revealed ptfe coating was peeling.